Event description:
The manufacturer became aware of an allegation of simplygo mini. The manufacturer received information stating that the patient alleges that the device has no o2 and disturbance fails. During the evaluation of the device, they found out that the battery is defective, sieves are clogged, compressor is overheating, o2 side is leaking, and air side is cracked. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.